Event description:
It was reported the video system center, when the shutter was released, the message ¿do not touch the touch panel¿ was displayed during startup, and no operation could be performed. The error ¿do not touch the touch panel¿ was resolved by turning the power on and off. Three error codes, e211 (internal memory failure), e302 (insufficient internal memory capacity), and e305 (portable memory read failure), were also generated, and the internal capacity of the video system was checked, but they were still there. It was strange that the error code ¿insufficient internal memory capacity¿ appeared in the first place, even though there was internal capacity remaining and a compatible usb (universal serial bus) memory from another company was connected. The issue occurred during a diagnostic ear examination. The examination was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.